Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2024 / serial#: (B)(6) / h4: mfg date: 07-april-2023 additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 07-april-2023 / h5: no / d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 06-april-2023 / h5: no / d1: heartware ventricular assist system ¿ battery / d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 06-april-2023 / h5: no / d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-april-2024 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 03-april-2023 / h5: no / investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the manufacturer that while reviewing log file data, the data revealed additional batteries had exhibited power switching.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: six (6) batteries (B)(6) were not returned for analysis. A review of the devices' manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6); and several instances of premature power switching that were due to communication errors involving (B)(6). As a result, the reported event was confirmed. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power- source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery (B)(6). H3: yes, battery (B)(6). H3: yes, battery (B)(6). H3: yes, battery (B)(6). H3: yes, battery (B)(6). H3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: catalog #: / expiration date: / serial #: unknown d9: no h3: no h4: mfg date: h5: no d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the batteries exhibited power switching. The batteries remain in use. No patient complications have been reported as a result of this event.